Manufacturer narrative:
H6: investigation summary: no photo or sample was received, for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified. And root cause of this failure remains unknown. A device history record review for model#: mp5314-c, lot number#: 23029200 was performed. There were no quality notifications issued, for the failure mode reported by the customer, during the build of this set.

Event description:
It was reported, that during use with an unspecified amount of bd maxplus¿ pressure rated extension set. With removable needleless connector, there was a poor connection and leakage occurred. The following information was provided by the initial reporter: our surgery area is seeing an issue with the bd maxplus product ref#: mp314-c. Seems to have a leak /seal issue.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd maxplus¿ pressure rated extension set with removable needleless connector there was a poor connection and leakage occurred. The following information was provided by the initial reporter: our surgery area is seeing an issue with the bd maxplus product ref# (B)(4). Seems to have a leak / seal issue.